Manufacturer narrative:
Foot end brake crank assembly.

Event description:
It was reported by service report that the foot end brakes will not lock. No pt involvement or adverse consequences are reported.